Event description:
During a follow-up, the device was interrogated and it was noted that the device had reached elective replacement indicator (eri). Premature battery depletion was suspected and the device was explanted and replaced. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported field event of premature depletion was confirmed. The cause of the premature depletion was found to be due to excess current being drawn from the circuitry. The high current was due to a hybrid anomaly. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested and revealed no anomalies.